Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with minute ventilation (mv) sensor artifact which was noted on atrial tachycardia response (atr) events and rate response trending (rrt) was programmed off. Device evaluation four months later identified several atrial impedance measurements greater than 3000 ohms. A review of the device data noted the measurements have been increasing over the past month. Isometrics and arm movements were performed and slight noise was observed. Threshold measurements are stable and within range; however, there appears to be atrial loss of capture today. A boston scientific technical services consultant documented and discussed the clinical observations and recommended further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented with minute ventilation (mv) sensor artifact which was noted on atrial tachycardia response (atr) events and rate response trending (rrt) was programmed off. Device evaluation four months later identified several atrial impedance measurements greater than 3000 ohms. A review of the device data noted the measurements have been increasing over the past month. Isometrics and arm movements were performed, and slight noise was observed. Threshold measurements are stable and within range; however, there appears to be atrial loss of capture today. A boston scientific technical services consultant documented and discussed the clinical observations and recommended further troubleshooting. Several years later additional information was received mentioning that the patient will be having a revision for the non bsc right atrial (ra) lead. This ra lead has been showing high pacing thresolds and this behavior was thought to be related to a spring contact situation. The impedance had been high, out of range over the past year but the values increased even more again. Further ra lead over sensing was observed and a possible lead integrity concern was noted. At this time the crt-d and the non bsc ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented with minute ventilation (mv) sensor artifact which was noted on atrial tachycardia response (atr) events and rate response trending (rrt) was programmed off. Device evaluation four months later identified several atrial impedance measurements greater than 3000 ohms. A review of the device data noted the measurements have been increasing over the past month. Isometrics and arm movements were performed, and slight noise was observed. Threshold measurements are stable and within range; however, there appears to be atrial loss of capture today. A boston scientific technical services consultant documented and discussed the clinical observations and recommended further troubleshooting. Several years later additional information was received mentioning that the patient will be having a revision for the non bsc right atrial (ra) lead. This ra lead has been showing high pacing thresolds and this behavior was thought to be related to a spring contact situation. The impedance had been high, out of range over the past year but the values increased even more again. Further ra lead over sensing was observed and a possible lead integrity concern was noted. At this time the crt-d and the non bsc ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.